Manufacturer narrative:
Review of the complaint database revealed one other complaint for fm/particulate submitted against this lot number. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Manufacturing and sterilization records were reviewed and found to be acceptable. Sterilization date: 06-jul-2018. No corrective action is not necessary. The particle has been requested yet not received.

Manufacturer narrative:
One opened bl5111 pack from lot w2134 was returned. There are no visible threads or fibers hanging from the edge of the returned pack label or the returned tray. Visual inspection found the pack contains a clear plastic glove with a piece of card stock inside. There is a circle drawn around a particle under a piece of tape. The particle is clear and has several dark spots on it. This sample was sent to the lab for analysis, however the lab technician could not find the particle to analyze it. The source and origin of the particle cannot be determined. The investigation is complete. Based on the investigation results, no correction action is required.

Manufacturer narrative:
The actual product used is not available for evaluation however a sample is being returned for evaluation. The investigation is ongoing. Report 1 of 2.

Event description:
The surgeon noticed a white particle inside the patient's eye and on the surgery desk. The particle was removed during surgery. No secondary procedure has been necessary. The surgeon thinks the particle might be from the pack due to there being strings/threads on the pack seal.